Event description:
The customer reported the fluid in the reservoir walls once he removed the reservoir from the insulin pump. The customer stated the o-rings are leaking because the reservoir compartment smells like insulin and there is moisture in the reservoir compartment. The customer also stated that there is moisture along the walls of the reservoir where the plunger is seated and there was also a ten inch long bubble in the tubing of his infusion set. The customer reported using four reservoirs and each one he used he noticed insulin leakage.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.